Manufacturer narrative:
The field service engineer (fse) went onsite and checked the alarm function and settings. Results of functional testing indicate the device function is normal. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint on the intellivue mx750 patient monitor indicating that the alarm is not active when the ECG lead is off. The device was in use on patient at time of event, there was no adverse event reported.